Event description:
It was reported that the patient experienced inappropriate shock. It was noted that the right ventricular (rv) lead was dislodged. The rv lead was explanted and replaced. The patient was stable.